Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-03877, 0001825034-2017-10309, 0001825034-2017-10303. (B)(4). Concomitant products: pn: 12-115121 biolox ceramic femoral head ln:271490. Pn: 51-100050 taperloc stem ln:2870605. Pn: 010000857 g7 neutral e1 liner ln: 3527267. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient reported experiencing pain and decreased activity approximately one year post-implantation. There has been no revision procedure reported to date.